Event description:
It was reported the patient received the following results within 15 minutes: 115 mg/dl (patient's meter) and 42 mg/dl (paramedic's meter). Prior to the event, the patient took a normal amount of 140 units of lantus insulin at 2:00 p.m. On (B)(6) 2021. The patient did not eat anything afterward, and this is what he thinks caused the hypoglycemia event. The patient began experiencing low blood glucose symptoms of sweating at 2:48 p.m. He tested his blood glucose result at that time and the result was 80 mg/dl. The patient self-treated with some candy to increase his blood glucose level. The patient was still not feeling normal, so he called his caregiver at 3:15 p.m. And she arrived at 3:30 p.m. Upon her arrival, the patient was seated in his chair and experiencing slurred speech. The patient's caregiver tested his blood glucose level using the patient's meter and received a result of 115 mg/dl at 3:30 p.m. The caregiver provided the patient with a glass of orange juice as the patient was incapable of self treatment and then called the paramedics. The paramedics arrived within 10-15 minutes. The paramedics tested the patient's blood glucose level with their professional meter at 3:44 p.m. And the result was 42 mg/dl. The paramedics treated the patient with glucose via IV and had him eat a peanut butter and jelly sandwich. The patient was not taken to a medical facility.